Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (restricted posterior leaflet) contributed to the reported single leaflet device attachment (slda) and the reported poor image resolution. The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat mixed mr with a grade of 4+. Imaging of the posterior leaflet was difficult however one clip was able to be implanted, reducing the mr to 1. One day post procedure, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4+. In the physicians opinion, the slda was due to restricted posterior leaflet. A second procedure was performed where one clip was implanted to stabilize the slda clip, reducing the mr to 2. No additional information was provided.